Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. It was reported that during the procedure the image was pink. The procedure could be completed successfully without patient harm or delay of the procedure. The result of our investigation is consistent with the customer's description of failure. Varying-colored images (purple/green) were detected during investigation. By disassembling the device and testing the components individually, olympus was able to trace the image error back to the r-unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The referenced device was returned to olympus; however, the investigation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed by the staff technician at the user facility that during procedure, ¿the image is pink¿ on the customer high definition endoeye ii, autoclavable video telescope. The intended procedure was completed successfully without patient harm or delay of the procedure.